Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient experienced bleeding on the insertion site which occurred the same day the sensor has been inserted in the abdomen. The patient felt pain during the usage of the dexcom sensor, and his son noticed that the abdominal area was turning dark blue. The patient was brought to the hospital and his received an abdominal rubber tourniquet. It is stated that the patient stayed a total of 3 weeks in the hospital due to the bleeding. The patient could not remember any of the possible other treatments received but reported that he had internal bleeding and thick scabs. There is no further information reported regarding the alleged internal bleeding or why the patient experienced scabs. At the time of the report the patient stated the scabs had gotten smaller. The patient could not remember any details and declined to discuss the event any further. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code appropriate term / code not available FDA code : 4581 replaced with h6 codes: health effect - clinical code - e2402 scabs.